Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2021, a patient underwent endovascular treatment of a thoracic aortic aneurysm using two gore® tag® conformable thoracic stent graft with active control system (ctagac) devices with a debranch (a left common carotid artery - a left subclavian artery) bypass using fusion 8 mm and an embolization of the left subclavian artery using penumbra 8-60 mm. On unknown date but (B)(6) 2021, at a follow up, a computed tomography revealed a possible proximal type I endoleak. On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. At the treatment, an angiography for the thoracic was also performed and revealed no proximal type I endoleak. However, as a preventive treatment, additional stent graft was implanted to extend into the proximal neck. The patient tolerated the procedure.